Manufacturer narrative:
A company rep examined the footswitch and was able to confirm that the reported issue was due to a needle cover stuck in the treadle. The needle cover was removed. The system and footswitch were then tested and met all product specs. (B)(4).

Event description:
An operating room supervisor reported low handpiece power and the foot pedal not feeling right. Add'l info was requested. Add'l info was received from the operating room supervisor reporting the foot pedal was switched out which resulted in a minimal delay. The procedure was completed with no harm to the pt. The operating room supervisor also reported a syringe cover was found stuck in the treadle of the footpedal while the equipment was being serviced by a company service rep.